Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lavh). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left-sided essure coil was not identified in the left fallopian tube. It was actually present at the left") and embedded device ("the left-sided essure coil was not identified in the left fallopian tube. It was actually present at the left") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of foreign body in uterus, any part, pelvic pain female, menorrhagia, dyspareunia and dysmenorrhea on (B)(6) 2017, genitourinary chlamydia infection, pap smear abnormal, pollen allergy (ragweed pollen: eye redness (mild to moderate) tree and shrub pollen: eye redness (mild to moderate)) and obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2689 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (da vinci total laparoscopic hysterectomy withbilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: patient's left fallopian tube, there were about 1-2 coils that were remaining within the uterus, and on the patient's right ostia, there was about 10-12 coils that were remaining within the uterine cavity. The patient was transferred to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.221 kg/sqm. [Pathology test] on (B)(6) 2018: final diagnosis: uterus, cervix, bilateral tubes uterus and bilateral pallopian tubes, da vinci total laparoscopic hysterectomy with bilateral salpingectomy: ¿ cervix: erosion, acute and chronic cervicitis and nabothian cysts. ¿ endometrium: benign, interval phase endometrium. ¿ myometrium: unremarkable ¿ serosa: unremarkable ¿ right fallopian tube: cystic walthard rests, vascular congestion and metallic essure coil. ¿ left fallopian tube: cystic endosalpingiosis. Comment: the left-sided essure coil was not identified in the left fallopian tube. It was actually present at the left cornu. Gross description: myometrium: the myometrium is 1.5 cm in thickness, trabecular and without focal lesions. Extending through each cornu inte the intrauterine cavity are two tightly coiled metallic wires, consistent with an essure implant. Fallopian tubes: each appears intact and the right contains a proximal tightly coiled metallic device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Patient date of birth and age group added . Medical history & lab data added including pathology test .reporter information added .product start date and stop date and indication added..non drug treatment updated. Action taken with added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.